Event description:
The customer reported that the system would shut down intermittently. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed and onsite investigation. The ps1 power supply connector was reseated and the voltage was adjusted. The system was then found to be operating as intended.